Event description:
Complainant alleged that during biomed testing the device failed to power when the main switch was set to monitor mode. Complainant indicated that there was no pt involvement in the reported malfunction.